Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they never had therapeutic relief since implant and also stated that when they increase stimulation to the point that they could feel stimulation in their bladder area, they would also feel numbness in their leg. Patient was on program 3 at 1.9v and stimulation was on. Patient then switched to program 4 and increase stimulation to 2.9 v where patient reports she feels stimulation in pelvic area but also the numbness in their leg. Patient switched to program 1 and increase stimulation to 3.6v where they also felt stimulation and numbness. Patient was asked to lower the stimulation and follow up with their health care professional for the numbness. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the interstim was sending a shock wave down her leg and her toes tingle on her left side, and her leg felt like it was numb or something. She was wondering if that was normal. The patient went on to say it really was not a shock, it was just kind of a weird feeling where her toes tingling and felt asleep. It started to feel this way as soon as she turned therapy on after she got home from implant. They could not troubleshoot due to lack of access to product. Patient services offered to assist with decreasing amplitude however she declined stating she needed her husband¿s assistance to use the patient programmer. The patient will decrease the amplitude with her husband¿s assistance. No further complications were reported or are anticipated.